Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids were leaking from port 2 into the final bags during use of an em2400 valve set. This was identified during preparation (compounding) at the pharmacy. There was no patient involvement and no report of operator injury. No additional information is available.

Manufacturer narrative:
Correction made to d9: device avail. For eval?: no (previously submitted as yes) correction made to h3: device returned for evaluation?: no (previously submitted as yes) correction made to h3: manufacturer evaluated device?: no (previously submitted as yes) additional information was added to h3, h10: h10: this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 18, 2021 - november 22, 2021. H10: three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the 1 randomly selected sample and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.